Event description:
The customer reported that a patient dialyzed in: 2006. The following is a synopsis of clinical investigations reported by clinical complaint investigator, dated in 2006. The rn, administrator, reported on 7/12/06 a case of hemolysis occurring in the acute dialysis unit at medical center in 2006. The patient required intensive care monitoring and required four units of blood. Laboratory values, indicated that hemolysis had occurred during the dialysis treatment, the methemoglobin result of 10.4 % indicates a chemical hemolysis and there is no evidence to suggest acute mechanical hemolysis. On august 2, 2006, the rn, assistant nurse manager of the acute dialysis unit reported that the patient's condition was stable. There is no reason to suggest that any gambro renal products (grp) used during the treatment caused or contributed to this hemolysis). The pt's medical history was not provided by the clinic.

Manufacturer narrative:
The manufacturer is unable to identify the root cause of reported hemolysis. As a consequence, the manufacturer cannot positively exclude gambro product involvement; therefore, an MDR will be submitted. Note that with cessation of all manufacturing activities in december 2000. Gambro renal products is no longer a medical device manufacturer.